Manufacturer narrative:
It was reported from the site that the pump exchange went well and patient tolerated procure. It was stated that there was no thrombus visualized. Patient in ICU and is stable. It was further stated that the patient had a blood stream infection post exchange due to uti and is recovering slowly. A review of the controller log files associated with the event captured in (B)(4) revealed multiple high watt alarms as well as abnormally high power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. (B)(4) was not returned to heartware for evaluation. The reported event was confirmed via review of the controller log files which revealed high watt alarms and an increase in power consumption. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as pump thrombus and death. This patient's known history of left atrium thrombus and recent power disconnect are factors that may have contributed to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 08/21/2015; logs date from (B)(6) 2015. Power consumption above normal operating range. Additional notes: 189 high watt alarms logged since (B)(6) 2015. A rise in power consumption was observed starting (B)(6) 2015. Log file analysis review date: 08/25/2015; logs dates from (B)(6) 2015; normal power consumption. Additional notes: 1 vad disconnect alarm logged on (B)(6) 2015. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported on august 20, 2015, by the vad coordinator that the patient called and stated they had, "cola-colored urine". "Patient was sent to local emergency department (ed) for ldh check, which was "ldh 1600". "Patient transferred to implanting center for further management". Patient "arrived early morning of (B)(6) 2015". "Log files were sent for analysis and showed power above expected operating range". Pump flow were increasing and the device was displaying high watt alarms, "heparin gtt was started". Tran's esophageal echocardiogram "(tee) was performed to rule out left ventricle thrombus". Results for tee were that "no thrombus was visualized, left ventricle dilated, moderate mitral regurge, trace aortic insufficiency, mildly decreased right ventricle function". On "(B)(6) 2015, patient received 10 mg tpa bolus, followed by 20 mg infused at 1 mg/min". "During infusion power returned to baseline of 3.5 w from 5.5". "Patient experienced no adverse events during infusion". "Patient was monitored in intensive care unit for the next 2 days". "On (B)(6) 2015, ldh continued to rise at 3100, power trending up". "Decision made to perform pump exchange, pump was exchanged on (B)(6) 2015". No additional information provided.